Manufacturer narrative:
(B)(4). A sample was not requested because the event involved use error and there was no allegation against the device. The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.

Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during setup. The care giver (cg) had ended therapy, and the hc was now asking for the home patient's (hp) weight. The supplies had been reused and the patient was connected. The technical service representative (tsr) explained that the hp could not be connected during the set up process. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2013. She stated that the patient had not told her about this incident but that should would speak with the patient the following day when she came in about re-using supplies. The nurse stated that the patient's therapy has been going well and no adverse effects were reported in relation to this event.